Event description:
The patient has a history of complete heart block secondary to ventricular septal defect repair and is pacemaker dependent. A dual-chamber pacemaker was implanted three years ago. The recalled sprint fidelis right ventricular lead was explanted. The patient did well overnight without complications.